Manufacturer narrative:
The product was visually inspected under magnification to confirm fracture pattern. Holding the plate with the laser markings in the correct readable orientation, the right side of slot (5th hole from the bottom) was the only side that failed. The left side was intact and bent during removal process. The left side completely separated/fractured post removal possibly during removal surgery or shipping. Under close inspection visually under magnification, the surface of the right side was sheared off, not fatigued. Additional mdrs associated with this event: 3025141-2019-00570: plate 1; 3025141-2019-00571: screw 1; 3025141-2019-00572: screw 2; 3025141-2019-00573: screw 3; 3025141-2019-00591 follow up 1: screw 4; 3025141-2019-00592: screw 5; 3025141-2019-00594: plate 3.

Event description:
A patient had a forearm plate implanted in (B)(6) 2017. At some point post op, the plate broke. Revision surgery has performed.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00570: plate 1, 3025141-2019-00571: screw 1, 3025141-2019-00572: screw 2, 3025141-2019-00573: screw 3, 3025141-2019-00591: screw 4, 3025141-2019-00592: screw 5, 3025141-2019-00594: plate 3.

Event description:
A patient had a forearm plate implanted in (B)(6) 2017. At some point post op, the plate broke. Revision surgery has not been scheduled.